Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs 1225714-2014-05604, 1225714-2014-05605, 1225714-2014-05606, 1225714-2014-05607, 2937457-2014-01433 and 2937457-2014-01434.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.